Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarm was noted. However, the battery tube was corroded. The insulin pump alarmed after a battery change and reset due to a faulty component on the interface circuit board. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime test, the excessive no delivery alarm test and displacement test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked case near the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed off no power and reset itself. The customer reported that no low battery alert occurred prior to the off no power and that it was the second time it had happened. The batteries were not previously used. The insulin pump had not been dropped or bumped and the customer reported that there were no unattended alarms. The customer reported that the battery cap was not loose, cracked or damaged. The customer also reported a high blood glucose of 400 mg/dl a previous night. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.